Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient¿s driveline has been rescue taped starting at the system controller extending about 6-7 inches up. X-ray images were submitted for evaluation. Minor shield breakdown observed. There did not appear to be any damage that is interfering with the function of the left ventricular assist device at this time.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted images and reported events found that there was no exacerbation of the patient¿s existing superficial driveline damage, addressed under manufacturer report number 2916596-2024-01839. Driveline x-rays were taken to evaluate the driveline condition as it was noted that the patient¿s driveline had been rescue taped along approximately 6-7 inches from the controller connector. Review of the submitted driveline images confirmed superficial driveline damage that was previously reported under manufacturer report number 2916596-2024-01839 and had been rescue taped. Review of the submitted x-rays was unable to confirm any compromise to the driveline as the images appeared unremarkable. The account confirmed that the superficial damage to the driveline was the same as previously reported under manufacturer report number 2916596-2024-01839, with no progression in damage. No additional rescue tape was applied to the driveline. A review of the submitted log file found that the system appeared to be operating as intended at the fixed speed, and there were no notable pump/driveline related alarms active in the log file. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the superficial damage to the driveline was the same as previously reported under manufacturer report number 2916596-2024-01839, with no progression in damage.